Event description:
It was reported that during a lap cholecystectomy procedure, the device locked out. It is unknown how the procedure was completed. No pt consequences was reported.

Manufacturer narrative:
Eval summary - the analysis results of the el5ml found that the instrument was received with the cam fractured. The instrument was cycled and one conforming clips was released from the jaws. During the second firing, the cam broken off and the remaining 11 clips were ejected. However, no locking out issues were noted during testing. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.